Event description:
It was reported by service report that the scale was found in gain/loss mode because the staff did not know how to properly work with the scale display functions. Scale and bed exit functions was confirmed to meet and perform to specification. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: scale was set in gain/loss mode because staff did not know how to properly work the scale display functions.